Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed that the insulin pump has a rainbow on the screen. Customer had noticed this in the past and had a concern that this was an issue with moisture or something in the screen. Customer stated that she noticed it once on the screen when it had failed on her but had concern of protection on the pump as she will be traveling out of the united states to an environment that is hot and humid. Customer was explained that there is an activity case and a pump case.